Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that electrode 8 was out of regulation, greater than 10,000 ohms. The rep reported that it was unknown what caused this. The rep reported that they reprogrammed around the electrode to achieve good paresthesia. The rep reported that the issue was resolved at the time of the report. No further complications were reported.